Event description:
The surgeon provided additional information that no anatomical abnormalities noted in the patient CT scan prior to procedure. No medications were provided. The patient is noted to be doing well in post procedure consultation.

Manufacturer narrative:
Follow up report submitted to document additional information in b5.

Event description:
It was reported that during a bilateral balloon dilation of the eustachian tubes using the xpress balloon, the patient had trigeminocardiac reflex. At inflation of the balloon on each side, the patient went into asystole for 5 seconds before returning to bradycardia and then returning to normal post balloon dilation. The treatment was completed successfully with no delays, and no additional medical intervention was required. Additional information is currently being requested.